Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was began vomiting and was hospitalized due to diabetic ketoacidosis. The customer stated blood glucose (bg) levels were 146 mg/dl, which is in "normal" range. Customer was treated with fluids and manual injections. Customer was released from the hospital two days later. Upon being released from the hospital the reported issue was resolved and there was no permanent damage to the customer.